Manufacturer narrative:
A ge representative evaluated the system and replaced the back plane, power signal interface board, climax coupler, the high voltage supply regulator board, and performed a complete generator calibration. System operates as intended.

Event description:
Customer reported the system has no live image on the monitor, it is blank, and has star like spots on the monitor. No patient injury was reported.